Event description:
The patient received her scs system on (B)(6) 2010. It was reported that the patient's ipg pocket site became warm and red after charging for approximately one hour. The patient was having difficulty charging the ipg; she stated that she had pressed on the charger antenna to locate the ipg. Within two hours, the redness disappeared at the ipg pocket site. Follow up on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance. However, the nonconformance did not affect product integrity or functionality and product was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.